Event description:
It was reported that 5 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad). Additional info has been requested.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in diag2 with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. There were no reported complications and the pt was discharged on the following day on aspirin and plavix. The pt was readmitted with unstable angina in 4 1/2 months later per discharge summary. Troponins and mb studies were negative and EKG showed no acute changes. Cardiac catheterization revealed: lmca - no significant disease, lad (target vessel) - hazy 60-70% proximal lesion; diag1 mild disease; diag2 widely patent with no significant restenosis; 60% 'napkin ring' stenosis in mid lad, lcx - mild disease, rca - normal. In the same day, the lesion in the proximal lad was treated with placement of a 3.5 x 12 mm taxus stent. There was no residual stenosis. The lesion in the mid lad was evaluated with a radi-wire and flows were good enough to forego treatment at this time. The pt was discharged on the next day. In the opinion of the physician the relationship of the event to the taxus stent is "not related."